Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was in a moderately tortuous and severely calcified superficial femoral artery. A 5.0mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at nominal pressure and was removed without any problem. The procedure was completed with another of the same device. No patient complications reported.